Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. A stryker service representative evaluated the customer's device and was able to duplicate the reported issue. The device's therapy cable was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During device evaluation, the stryker service representative noticed that the therapy cable was damaged. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.